Event description:
As reported, the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) was observed to be expanding at the tip of the sealant sheath during insertion into a 12f unknown sheath introducer. The physician withdrew the device, and another device was prepped and used with no issues. There was no reported patient injury. The device was used in an interventional procedure with an antegrade approach. The deployer was very experienced. A 12f non-cordis sheath introducer, approximately 11cm long, was used. Femoral artery suitability was verified on angiography. The vessel diameter was confirmed to be at least 5mm. Vessel tortuosity was described as little. No peripheral vascular disease or calcium was noted at the puncture site. The device was stored and prepped according to the IFU. There was no damage to the sealant sleeves. The device was removed from packaging normally per the IFU. No excess force was applied during insertion. The device will be returned for evaluation. Addendum: per pe findings, it was noted that the sealant presented damaged conditions, which could be attributed to its premature exposure due to the observed frayed/split/torn sealant sleeve condition.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6): as reported, the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) was observed to be expanding at the tip of the sealant sheath during insertion into a 12f unknown sheath introducer. The physician withdrew the device, and another device was prepped and used with no issues. There was no reported patient injury. The device was used in an interventional procedure with an antegrade approach. The deployer was very experienced. A 12f non-cordis sheath introducer, approximately 11cm long, was used. Femoral artery suitability was verified on angiography. The vessel diameter was confirmed to be at least 5mm. Vessel tortuosity was described as little. No peripheral vascular disease (pvd) or calcium was noted at the puncture site. The device was stored and prepped according to the instructions for use (IFU). There was no damage to the sealant sleeves. The device was removed from packaging normally per the IFU. No excess force was applied during insertion. One non-sterile mynx control venous closure device was returned for investigation. Visual inspection of the device showed that neither button 1 nor button 2 was depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was present in its manufactured position and was completely exposed. Regarding the sealant sleeve condition, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Additionally, the sealant exhibited visible damage, which is consistent with premature exposure associated with the observed sealant sleeve condition. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. A dimensional analysis of the sealant sleeve slit length was attempted; however, it could not be performed due to the frayed/split/torn condition of the sealant sleeves, which prevented accurate measurement. A simulated deployment test was performed to evaluate functionality. The unit functioned as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. No malfunctions or abnormal conditions were observed during this evaluation. The reported event of ¿sealant-damaged¿ was observed due to the visible damages noted to the sealant of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (although it was reported that no excessive force was used during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure and damage of the sealant. However, since it was reported that the sealant sleeves were not damaged at the time of the procedure and the received device displayed a frayed/split/torn sleeves condition that resulted in the sealant exposure noted; it is possible that these conditions occurred due to post procedure manipulations. It should be noted that the mynx control venous device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.